Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device is activating on its own. Additional details and clarification have been requested but no further information has been provided.

Manufacturer narrative:
Correction: device codes due to additional incident information provided, this event has been reassessed and found to be a non-MDR reportable complaint. The original issue reported of possible self-activation has been clarified to be an issue with alarms. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue was found during biomedical routine testing. While switching the device on, the machine would show an rem disconnect alarm when a patient return electrode was connected. There was no patient involvement.